Manufacturer narrative:
Upon the customer's request, the surgical table will be returned to steris for evaluation. Investigation of this event is currently in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure, the 5085 surgical table began to move without being commanded to do so. No report of injury; however, a procedure delay was reported as the patient was transferred to another table. The procedure was completed successfully.

Manufacturer narrative:
The table subject of the reported event was returned to steris for evaluation. All table functions and articulations were tested, and it was found to be operating according to specification. The reported event could not be duplicated. It is important to note that the user facility did not return their hand control or power cord. The user facility received a replacement table and no additional issues have been reported.